Event description:
This procedure was part of the (B)(4) study, however, this device was not under the study. The procedure was performed on (B)(6) 2012. No dissection was reported at the time, however, a film of the procedure was reviewed by a core lab. Upon review of the film, the core lab observed a grade c dissection. It could not be determined which device caused the actual dissection.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not provided.